Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the evis exera iii gastrointestinal videoscope had an unidentified object down by the distal end that could not come out. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: minor debris inside lens. Based on the results of the investigation, it is likely the reported failure is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.